Event description:
It was reported that the lead had sensing issues at an implant attempt. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.